Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference medwatch # 2032227-2016-04185.

Event description:
The customer reported via telephone call that she was hospitalized due to a skin infection. The blood glucose reading was 200 mg/dl. The customer was wearing the insulin pump at the time of the event and was hospitalized for four days.